Event description:
It was reported that during a photo selective vaporization of the prostate (pvp) procedure the fiber broke at 133,888 joules and 12:22 minutes of use. The fiber was cleaned during the procedure. A second fiber was used to complete the procedure with no clinical consequences for the patient.

Event description:
It was reported that during a photoselective vaporization of the prostate (pvp) procedure the fiber broke at 133,888 joules and 12:22 minutes of use. The fiber was cleaned during the procedure. A second fiber was used to complete the procedure with no clinical consequences for the patient.

Manufacturer narrative:
The device history record (DHR) confirmed that the devices met all material, assembly and performance specifications. Analysis of the returned device did not identify signs of tip break/fracture. The glass cap exhibits severe devitrification and severe charred detritus adhesion. The fiber was tested with hene laser fixture, aim beam is present at fiber output window. The bevel edge appears in good condition. There are no signs of breakage along length of fiber. Based on the device analysis, the product complaint "fiber break" could not be confirmed. Cap wear was accelerated due to anatomical/procedural factors (tissue contact and technique) encountered during the procedure which would limit the performance of the fiber. The identified issues noted above may activate the fiberlife function which would modulate the power showing a pulsing beam or system would be placed into standby mode. This would cause reduced vaporization efficiency. An evaluation conclusion code of known inherent risk of device was assigned to this investigation. The manufacturer has reviewed all information and determined this event no longer meets the requirement of the reportable event for the device in question.